Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. It was stated that the message remain even after tubing, reservoir, and site change. The caller did not know the blood glucose reading. It was also stated that the cannula was not bent. The customer will discontinue the use of the insulin pump and to revert to their back-up plan. Nothing further reported.